Event description:
Caller reported that cartridge was damaged at the shroud. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer loaded a new cartridge to address the issue.